Event description:
It was reported that during the procedure, there were air bubbles coming into the three-way stopcock. There was no clinically significant delay in procedure and no adverse patient effects. A second priority pack was opened and the three-way stopcock also leaked. A third three-way stopcock was used successfully to complete the procedure. No additional information was provided.

Manufacturer narrative:
Concomitant products: guide wire: unicore ls; guide cath: mach1. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The pak w/copilot referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the stopcock was returned with no damage noted to the stopcock. Functional testing confirmed the reported leak in the stopcock. A review of the complaint handling database found two other incidents related to leaks for this lot. As part of the investigation, a review of the electronic lot history record (elhr) for the reported lot was performed and revealed no nonconforming material records (ncmrs) that would have contributed to the reported complaint. Based on an expanded investigation, a product issue related to leaks for vendor lot-specific stopcock body molds was identified. Further assessment of this issue per site operating procedures is being performed and appropriate corrective and preventive actions will be implemented accordingly.